Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the existing cartridge and declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.